Event description:
It was reported that the patient was lying down with an ipad on their chest and felt their heart fluttering. It was also reported that the patient thought that the ipad may have interfered with their device and further reported concern. The patient calmed down shortly after the ipad was moved away from their device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947m62 lead implanted 2014 (B)(6); 407652 lead implanted 2014 (B)(6). (B)(4).